Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. The anatomical location (posterior pelvis) of the bard flat mesh would indicate that there is no involvement of the bard flat mesh in relation to the problems experienced by the patient, as the exposed mesh that was removed on multiple occasions was anatomically located in the anterior vagina as well as the midurethral area. Additionally, there was no mention of the bard flat mesh in the operative reports for either of the two post implant procedures. The patient fact sheet alleges the patient was treated for infection. There is no indication in the medical records provided that the patient was treated for an infection. However, regarding infection the IFU states,"if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted. Remains implanted.

Event description:
The following information is based on the patient fact sheet and medical records provided by the patient's attorney: on (B)(6) 2006 - the patient was diagnosed with a large grade IV cystocele, stress urinary incontinence and underwent the implant of a non davol pubovaginal sling and two non davol midurethral slings. On (B)(6) 2007 - the patient was diagnosed with recurrent cystocele and stress urinary incontinence and underwent implant of a non davol midurethral mesh sling. On (B)(6) 2008 - the patient was diagnosed with hematuria and erosion of previous non davol sling into the vagina and pelvic pain. The patient underwent removal of the non davol pubovaginal mesh sling and the 3 non davol midurethral slings due to erosion. The patient was implanted with a non davol mesh sling and a non davol pubovaginal sling. On (B)(6) 2009 - the patient was diagnosed with eroded vaginal mesh and underwent partial removal of the non davol pubovaginal mesh. On (B)(6) 2009 - the patient was diagnosed with exposed vaginal mesh and underwent partial removal of the non davol pubovaginal mesh. On (B)(6) 2009 - the patient was diagnosed with a recurrent vaginal vault prolapse and recurrent stress urinary incontinence and underwent an exploratory laparotomy, extensive lysis of adhesions and an abdominal sacrocolpopexy with implant of a davol flat mesh and a non davol pubovaginal sling. The medical records indicate that extensive lysis of adhesions was performed and 1-2 sites that were deserosalized were corrected with silk sutures. The flat mesh was tensioned to maintain 2 fingerbreadths lateral to the rectum. The mesh was then secured to the sacral promontory and trimmed. It was then retroperitonealized with suture. This was performed from the sacrum around the right posterior pelvis sidewall and the peritoneum was closed back over the vaginal cuff mesh (flat mesh). A modified moschowitz was then placed to conclude the culdoplasty. The vaginal portion of the procedure was then performed with the implant of the non davol pubovaginal sling. On (B)(6) 2014 - the patient was diagnosed with exposed vaginal mesh and underwent the explant of 3 non davol midurethral mesh slings and the non davol pubovaginal sling mesh. On (B)(6) 2014 - the patient diagnosed with exposed vaginal mesh and underwent a partial excision of exposed non davol pubovaginal mesh. While there are general allegations of erosion, infection, urinary problems, recurrence, bleeding and dyspareunia in the patient facts sheet, there is no indication in the medical records provided that these allegations are related to the davol flat mesh implant.